Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure the suture broke near the needle. No further information can be obtained. No patient consequences reported.